Event description:
It was reported that during a da vinci surgical procedure, the prograsp forceps instrument did not open or close. The rotation of the instrument was limited; therefore, the surgical staff had to use a new instrument to complete the procedure. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument grip cables were derailed from the yaw pulley. The yaw motion was non-intuitive as a result. An additional observation not reported by the site was that the instrument pitch cables were frayed at the distal clevis hub. The frayed strands were sticking out at the wrist. No other damages were found on the instrument. The other cables at the wrist were not damaged. The reported customer failure mode does not itself constitute a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the frayed cables found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.